Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and loss of capture (loc) 3 days post implant. A lead dislodgement was suspected. A lead revision was scheduled for a future date. Additional information was received that a revision procedure was performed. The ra lead was found to have dislodged into the right ventricular (rv). The ra lead was successfully repositioned and the procedure was completed. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.